Manufacturer narrative:
The voluntary maude report did not contain contact or facility information, therefore, there was no product available for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product. A device history record review was completed and documented that device met all specifications upon distribution. No actions will be taken at this time. As with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization. The fogarty arterial embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. It is not recommended for the removal of fibrous, adherent, or calcified material. The catheter is not designed to withstand the additional pull force needed to remove these materials. To minimize lateral wall pressures and shear forces on the inner surface of the artery, the smallest inflated balloon diameter that will remove the obstructing material should be used. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force should not be exceeded. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Maude report number mw5065841.

Event description:
It was reported in a voluntary maude report, received by edwards lifesciences, that the tip of a fogarty balloon sheared off with arterial plug disruption. The tip migrated and lodged in the distal left lower pulmonary arterial branch. This occurred in a male patient with a clotted off fistula. The incident required intervention. No facility or contact information was provided, therefore, it was unable to obtain further information including patient demographics or patient status.